Event description:
Patient initially reported unknown adverse side effects due to coolsculpting. Physician reported "irregular fat pockets" and tissue is soft. Allergan aesthetics then received a report of the patient who was treated with coolsculpting on (B)(6) 2019 to banana roll using the cooladvantage, coolcurve contour applicators, and on (B)(6) 2019 to inner/outer thighs using the cooladvantage, coolsmooth pro contour applicators, who developed paradoxical hyperplasia (pah/ph) on outer thighs after treatment, diagnosed on (B)(6) 2020. Tissue was described as bare slight firmness.

Manufacturer narrative:
Corrected data b5 - applicator name was updated to coolsmooth pro applicator.

Event description:
Patient initially reported unknown adverse side effects due to coolsculpting. Physician reported "irregular fat pockets" and tissue is soft. Allergan aesthetics then received a report of the patient who was treated with coolsculpting on (B)(6) 2019 to banana roll using the cooladvantage, coolcurve contour applicators, and on (B)(6) 2019 to inner/outer thighs using the cooladvantage, coolsmooth contour applicators, who developed paradoxical hyperplasia (pah/ph) on outer thighs after treatment, diagnosed on (B)(6) 2020. Tissue was described as bare slight firmness.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Patient initially reported unknown adverse side effects due to coolsculpting. Physician reported "irregular fat pockets" and tissue is soft. Allergan aesthetics then received a report of the patient who was treated with coolsculpting on (B)(6) 2019 to banana roll using the cooladvantage, coolcurve contour applicators, and on (B)(6) 2019 to inner/outer thighs using the cooladvantage, coolsmooth contour applicators, who developed paradoxical hyperplasia (pah/ph) on outer thighs after treatment, diagnosed on (B)(6) 2020. Tissue was described as bare slight firmness.

Manufacturer narrative:
Continued d4 additional device info.: (B)(4). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.